Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported transferring out of the motorized wheelchair with the footplate in the up position. The owner's manual warns, "be sure to secure footplate in upright position and place both feet firmly on ground when getting into or out of the seat."

Event description:
End user alleges while transferring out of the motorized wheelchair, with the footplate in the down position, she fell forward and allegedly fractured her left knee.